Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
The following was reported by the territory sales manager: "this week the surgeon has revised a bayley/walker proximal humerus for the 3rd time due to the ha coated rail on a humeral component. Its alleged the reason for revision is that the rail rubs through soft tissue and eventually comes through the skin obviously causing a huge infection risk."